Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A fracture of the sensing and svc conductors, and inner coil were found at 20.0cm from the connector pin consistent with fatigue. This fracture is consistent with the observation from the field of noise, high pacing lead impedance, and inappropriate shock.

Event description:
It was reported that the patient received inappropriate shock therapy due to oversensing of lead noise. High, out of range, pacing lead impedance was observed. It was noted that the suture sleeve was too tight. Noise was reproduced with pocket manipulation. The lead was explanted.